Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1006 indicative of high voltage detected on the leads during a charge. This code was identified upon interrogating the explanted ICD, which was replaced due to normal battery depletion (nbd). The device had reached end of life (eol) 11 months prior, and had been pacing vvi 50 since. It was noted that the chronic right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1006 indicative of high voltage detected on the leads during a charge. This code was identified upon interrogating the explanted ICD, which was replaced due to normal battery depletion (nbd). The device had reached end of life (eol) 11 months prior, and had been pacing vvi 50 since. It was noted that the chronic right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported. Additional information received reported the implantable cardioverter defibrillator (ICD) was interrogated post-explant because the patient was dependent. The code 1006 was not identified until after the patient left the catheter lab. No defibrillation threshold (dft) testing was performed. No adverse patient effects were reported. The return of this explanted ICD will be handled by the explanting hospital.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1006 indicative of high voltage detected on the leads during a charge. This code was identified upon interrogating the explanted ICD, which was replaced due to normal battery depletion (nbd). The device had reached end of life (eol) 11 months prior, and had been pacing vvi 50 since. It was noted that the chronic right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported. Additional information received reported the implantable cardioverter defibrillator (ICD) was interrogated post-explant because the patient was dependent. The code 1006 was not identified until after the patient left the catheter lab. No defibrillation threshold (dft) testing was performed. No adverse patient effects were reported. The return of this explanted ICD will be handled by the explanting hospital.